Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to the nasal cannula prongs separating from the corrugated tubing of an acucare mask. The acucare mask was delivering oxygen at the time. There was no patient injury reported as a result of this incident.